Event description:
A report received from (B)(6) indicates that an 840 ventilator had erratic graphical user interface (gui) display. The device was not being used on a patient when event occurred. The date of the event was not reported.

Manufacturer narrative:
The covidien customer support engineer verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui), central processing unit (cpu), printed circuit board assembly (pcba). The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt). (B)(4).